Event description:
It was reported that low output current was identified during system diagnostics performed on (B)(6) 2016. The generator would be expected to deliver the output current that the generator was programmed to. The patient was referred for prophylactic generator replacement surgery due to an increase in seizures. It was unknown if the increase in seizures was related to the low output current. No further relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem: initial report inadvertently did not list adverse event. Outcomes attributed to adverse event: initial report inadvertently did not list the outcome attributed to the adverse event.

Event description:
Data was available from (B)(6) 2015 and (B)(6) 2016, which is the date the physician reported the low output current message. The peak voltage was 12.29v. Using ohm's law, (v=ir), the necessary battery voltage of the generator to deliver 3.5ma at 2150ohms would be 7.525v, indicating that the generator should be able to deliver 3.5ma. The patient had generator replacement surgery on (B)(6) 2016. The generator was not available for return as it was most likely discarded after surgery.

Event description:
The output current was 3.25ma when the low output current message was received. The physician also believed that the increased seizures was due to the low output current, which was why the patient was referred for generator replacement surgery. The increase in seizures was also above the patient's pre-vns baseline. Programming history was reviewed, and there was no diagnostic data available. No further relevant information has been received to date.